Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pushwire was found to be detached at hypotube proximal to wire weld and the remaining segment was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline had not been placed in a vessel bend when it failed to open. The additional steps or other devices used to attempt to open the pipeline were: retrieval of the stent, re-deployment, and advancement of the guidewire had all been attempted. The pipeline was resheathed 3 times.

Manufacturer narrative:
E1. The healthcare provider (hcp)/initial reported name was not provided int he information reported to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during deployment, the shape of the tip of the pipeline stent was abnormal and the pipeline could not be opened despite repeated maneuvers such as resheathing and pushing forward. It was noted the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient who was undergoing the procedure for flow diversion treatment of an  internal carotid artery (ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. Post procedure angiography showed aneurysm retention.